Event description:
It was reported the patient¿s ipg is inoperable. It is unknown if this occurred prematurely. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of the event is estimated.

Manufacturer narrative:
It was reported the ipg met or exceeded 75% expected longevity. There is no device malfunction. Hence, this event is not longer reportable.

Event description:
Additional information received indicates that patient lost therapy a couple months ago.